Event description:
Event description guidant received information that the patient implanted with this transvenous defibrillation lead expressed dissatisfaction that their pulse rate had dropped below 40 when they were told they were programmed at a rate of 70 beats per minute. No adverse patient symptoms were reported.